Event description:
It was reported that an alert was received regarding the integrity of the patient¿s right ventricular (rv) lead. Shortly thereafter, two episodes of ventricular fibrillation (vf) were detected, and a total of four shocks were administered. After the patient arrived at the hospital, it was determined that what was detected as vf was actually noise on the tip electrode of the rv lead, making the shocks inappropriate. This noise was reproducible with arm movements. The lead also displayed high impedance, and it was confirmed that the lead was fractured. The lead was programmed off. Later, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter) and unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant medical devices: 5076-52, lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary:# the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.